Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation shocks, after the charging process has been completed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Several attempts were made to contact the customer for additional information, however no response was received. Therefore the reported issue was unable to be verified and the cause could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation shocks, after the charging process has been completed. There were no reports of patient use associated with the reported event,.